Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reportedly that the customer experienced a blood glucose (bg) level of 47 mg/dl. Reportedly, the control-iq algorithm increased the pump's basal rate in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Cgm reading values were not provided. Bg was addressed via consumption of glucose tablets. Additionally, customer was new to the pump and believed the basal rate settings needed to be updated. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.